Event description:
The facility reports the pt was transferred from the chair to the bed. While closing the legs of the dextra, the left hand leg clip detached. The pt fell, hitting their head on the floor, with one leg stuck in the sling.